Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for another indication and was diagnosed with peritonitis. The cause of the peritonitis was not reported. The patient was treated with vancomycin (1 gram on every 5th day, route not reported), tazid (1 gm, once a day, intraperitoneally), and meropenem (for 10 days, dose and route not reported) for peritonitis. The patient was discharged from the hospital and was recovered from the event. Dianeal therapy was ongoing. No additional information is available.